Manufacturer narrative:
This product is not marketed in the us word order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
It was reported that a 13.2mm, vticmo13.2, -16.00/2.0/090 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye on (B)(6) 2018. Reporter states "my issue is that I can see great outdoors but suffer from patches indoors or under non/natural light. I have been to my checkups and they say all is ok. But the patches are making my vision indoors exhaustive. We have had a second opinion from another optician and the grayish and blurred images is caused due to the light refraction on the lens especially in low light when the pupil is at its biggest. We believe my wife's issue is because she still has astigmatism. This is the culprit of the blurry images especially in low light conditions." To date the lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional data: patient is under treatment with brimonidine (to reduce haloes) and will be closely monitored. Claim #: (B)(4).